Manufacturer narrative:
As reported, a black spot was found in the avitene product prior to use. The sample was requested to be returned and is reported to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of manufacturing records could not be performed as the lot number was not provided. If/when the sample is returned and evaluation has been completed a supplemental MDR will be submitted to document the results. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a black spot was found in the avitene product during attempted use. There was no reported patient injury.